Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the tandem mobi mobile app also showing a fill estimate discrepancy. There was no adverse impact to the customer¿s blood glucose level. Customer initially reloaded the same cartridge but continued to see a discrepancy of more than 15 units. Technical support assisted the caller in filling and loading a new cartridge which resolved the issue without further discrepancies. The customer did not return the original cartridge as it was discarded.